Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2006 - the patient underwent a two part procedure, abdominal sacrocolpopexy with davol flat mesh, burch urethropexy, trocar suprapubic catheter placement and posterior colporrhaphy with a bard non-davol pelvicol graft. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.